Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as strain relief. A visual inspection was performed on the returned device and noted red particles on the port housing and strain relief section. A blue suture like material was noted on the port suture holes. The silicone clear portion of the strain relief was observed to be separated from the port housing. The access port anchors were retracted into the port housing. A air leak test was performed, and no leakage was noted. A microscopic analysis was then performed, noted surgical tool-like scratches on the port. A fill test was then performed, and no blockage or resistance to flow was noted. Device labeling addresses the reported event of leak as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient's lap-band system was reported to have a "fill volume supposed to be 4 ml but only at 2.5 percent. Leak confirmed at two subsequent visits." The port was removed and replaced.